Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an impalnt duration of approximately 17 months due to endocarditis. It was learned that the valve showed significant vegetations that were whitish almost like yeast.

Manufacturer narrative:
(B)(4), no code available = vegetation. Evaluation: method = evaluation anticipated, but not yet begun. Results = evaluation anticipated, but not yet begun. Additional manufacturer narrative: device evaluation results, as well as edwards investigation and analysis will be reported once completed.